Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the imaging window was kinked. Microscope inspection showed that the imaging window were twisted and rippled. Device history record (DHR) review: it was confirmed that the device met manufacturing specifications prior to distribution. No manufacturing deviations were identified that could have contributed to the reported event. Labeling review: a review of the instructions for use (IFU) confirmed that relevant content and sufficient guidance were available with respect to the circumstances described in this complaint. No updates to the IFU are required as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, product analysis findings, and product record review. During product analysis, the imaging window and drive cable were found to be twisted, which confirms the reported allegation of difficult to cross. Engineering assessment determined that the increased torque transmission and torque strength of the hubble drive cable can result in sufficient torque buildup in the presence of an imaging window kink to cause catheter twisting when the catheter is advanced into patient anatomy while the motor drive unit (mdu) is operating. Although it could not be confirmed whether the catheter was advanced with the mdu on or off, the observed twisting of the imaging window and drive cable is consistent with advancement of the catheter into patient anatomy while rotating. The IFU instructs users to keep the mdu off during device insertion. Based on the available evidence, the reported condition is most likely attributable to use of the device in a manner inconsistent with the IFU.

Event description:
Reassessed as reportable based upon device analysis completed on (B)(6) 2026. It was reported that catheter issues occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion; however, the ivus catheter became kinked and could not cross the lesion due to angulation. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted and rippled.